Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had no issues as the device was returned as an asset with no allegation. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: had a broken isolation beak. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the isolation beak was broken. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling, application of excessive force, mechanical impact like fall, shock or similar stress, thermal mechanical overload. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1, inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.